Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Event date not provided/unknown. Device not returned.

Event description:
It was reported that the abutment became loose. The doctor re-torqued the screw.

Manufacturer narrative:
The implant was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes" .

Event description:
No further event information available at the time of this report.